Event description:
Reaction from synvisc/foreign body reaction [foreign body reaction]. Case narrative: initial information received on 26-nov-2024 regarding an unsolicited valid serious case received from a nurse. This case involves a (B)(6)-year-old female patient who experienced reaction from synvisc/foreign body reaction after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. In 2023, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection (strength: 16mg/2ml) 3x2ml intraarticularly (with unknown frequency and indication). The patient reported that she had to go to the hospital over a year ago due to a reaction from synvisc, foreign body reaction received from another provider (foreign body reaction) (onset: 2024; latency: unknown) (with unknown batch number and expiry date). Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the event. Corrective treatment: not reported for the event. Outcome: unknown for the event. A product technical complaint (ptc) was initiated on 26-nov-2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 12-dec-2024 with summarized conclusion as no assessment possible. Additional information was received on 12-dec-2024 from quality department. Global ptc number and ptc results added. Text amended accordingly.